Event description:
Following a thoracotomy procedure, the pt was given a follow-up chest x-ray to ensure procedure went well. Upon review of the films, the dr alleges that a piece of the fan retractor used during the procedure was identified inside the pt.